Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient was diagnosed with wound dehiscence due to decubitus with visible biomonitor, erythematous wound edges. Wound cavity is unremarkable. The biomonitor was explanted.

Manufacturer narrative:
It was reported that ten days after implantation, a decreasing hematoma was observed. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.